Event description:
It was reported that the programmer had noise on the electrocardiogram input and that the display flickered. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event. Noisy ECG (electrocardiogram) signal due to loose ECG connector on a printed circuit board assembly. Display flickers due to lvds (low voltage differential signal) board not seated into the display.